Event description:
According to the reporter, the device works with ac but, intermittently, will not power on with battery only. There were no reports of a pt use associated with the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.